Manufacturer narrative:
(B)(4). Device UDI lot/serial: 14844405, (B)(4).

Event description:
On an unknown date, the patient underwent abdominal aortic replacement procedure using a surgical graft (with an unknown manufacturer). Later, a pseudoaneurysm at an anastomosis site of the surgical graft as well as a right internal iliac artery aneurysm were formed. On (B)(6) 2016, the patient underwent reintervention to repair the right internal iliac artery aneurysm as well as the pseudoaneurysm using a gore&#59397;excluder&#59393;aaa endoprosthesis. While inserting a 12-fr gore&#59396;dryseal sheath with hydrophilic coating (dsl1228j/14844405) from the right side, the physician felt some resistance. The introducer sheath was advanced forcefully, and the right common iliac artery was ruptured around the distal anastomosis site of the surgical graft. It was reported that the patient's iliac arteries were highly tortuous and that manipulation of the introducer sheath with strong resistance could contribute to the vessel rupture. An attempt was made to occlude blood flow to the ruptured site using a balloon catheter, but it was not successful. The patient was then converted to an open abdominal procedure, and the ruptured vessel was repaired. The patient tolerated the procedure and was transferred to an intensive care unit for recovery.